Event description:
The customer's mother reported via phone call that the customer's insulin pump alarmed no delivery. The customer changed the infusion set and thus resolved the issue. The customer's blood glucose was 300 mg/dl. Troubleshooting was not performed because the alarm had already been resolved by a complete set change. The customer confirmed that the alarm occurred during manual prime. The customer was advised that the supplies would be replaced. The customer's mother agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.